Event description:
The customer contact reported the pump powered off by itself with no pump alarm. The pump was returned to the biomedical dept with a note that stated "pump did not alarm but when nurse entered the room, the pump was turned off. System malfunction." No specific pt information, pump programming, or event details were provided. During testing at the user facility, the customer contact reported the "battery needed reconditioning." Information was requested from the customer contact including specific pt and event details. No response had yet been received. Hospira is continuing to investigate the reported event.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).